Event description:
The customer reported "blood pressure monitoring in wip building is reading too high." No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text: device not returned.

Event description:
The customer reported "blood pressure monitoring in wip building is reading too high." No consequences or impact to patient were reported.